Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000115410.

Event description:
Related manufacturer reference number: 3006705815-2022-16943. It was reported the patient underwent surgery for an unrelated issue and did not place the ipg into surgery mode. As a result, the ipg became inoperable. As well, the one of the patient¿s leads had migrated. Surgical intervention took place on (B)(6) 2022 where the ipg and the lead, were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.